Event description:
The facility returned the device for service. During service the baxter repair technician noted a defective user interface module pinter circuit board (uim pcb). The hospital representative stated that ther have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
The customer reported a failure code 403:317:864:0000 and it is unknown when it occurred.evaluation summary: the condition of a defective uim pcb was confirmed. This was manifested by failure codes 403:317:864:0000 and 703 found in the event history. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.